Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation a faradrive was selected for use. During procedure, severe resistance was felt during insertion of the dilator, and it could no longer be advanced. The dilator eventually broke. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.